Manufacturer narrative:
Evaluated one opened/used reservoir. Plunger was returned dislodge from reservoir. Reconnected plunger and performed pre-fill test to reservoir and no anomalies found during analysis. Plunger was easy to connect/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they were changing out the reservoir the whole bottom came out and insulin spilled out when they removed the plunger. The customer's blood glucose level during the incident was 152 mg/dl. Both of the o-rings were on top of the plunger. The customer did not notice that they were still connected when she removed the plunger. The customer will receive a set replacement.